Event description:
In association with the tvt procedure, a hematoma was identified. The hematoma was removed. The pt subsequently developed an infection but the co does not have info which would suggest that this is attributed to the device.